Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they do know a lead revision is going to be scheduled, but does not currently know exact date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they don't feel that the ins is helping to relieve symptoms or helping with their balance as it was intended to do. Caller mentioned that they have an upcoming appointment scheduled with their doctor (hcp) to meet with a medtronic (mdt) rep to further address their concerns. Caller noted that the appointment is scheduled for (B)(6) 2026 at 10am. Caller stated that their hcp's office confirmed that they will connect with a mdt rep to arrange for them to meet pt at the appointment. Caller also noted that their spinal stenosis could be worsening and that could be causing them to feel as though the ins isn't providing them adequate relief. Caller stated that their hcp would like them to be reprogrammed before their hcp will address their concerns any further as means to rule out the ins as the issue. Agent attempted to confirm event date and pt said they don't know and said it's been several months. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the loss of pain relief and noted uncomfortable rib stimulation. The rep attempted reprogramming, xrays taken, and impedances checked. Pt denied any falls, but there are 5 contacts with impedance issues. The rep noted that the patient may be scheduled for a lead revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.